Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a rotational atherectomy procedure, the burr stalled. The physician had performed rotational atherectomy with the rotalink plus 2.0mm burr, and at the end of the procedure, rotational difficulties were encountered. As the ablation was completed, the physician removed the burr without any further incident. No difficulties with the floppy rotawire were reported. Post procedure, manipulation of the device was performed in an attempt to get the device to rotate. The burr was returned for analysis with the wire stuck inside. Analysis of the floppy rotawire found the proximal solder missing; however, it cannot be determined when this occurred.

Manufacturer narrative:
Visual inspection shows the rotawire guide wire kinked at several locations. The proximal solder of spring tip is not present which is evidence that the burr had been stuck in the spring tip. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this complaint is handling. The failure mode of kinked or bent guidewire is an anticipated failure of this device associated with the use and/or handling of the device. (B)(4).